Manufacturer narrative:
The device has not been returned to omsc but was returned to sorc for repair. The inspection of the device by sorc confirmed the following; -the reported phenomenon was reproduced. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined, however there is possibility that the reported event was caused by breakage of the image sensor unit, defect of the circuit board inside the video connector or of the video system center connected to the device. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that snow noise displayed on the monitor and no endoscopic image was available. Olympus inspected the device at olympus service operation repair center (sorc) and found that when the device was angulated, the endoscopic image was noisy and the screen could not be seen due to the noise. There was no report of patient injury associated with the event.